Manufacturer narrative:
(B)(4). Sample will not be returned.

Event description:
It was reported that the procedure was being performed during a code blue. The ER doctor took an io needle that had already been placed, wiggled it back and forth saying it wasn't stable, and pulled the needle out. The doctor placed the same needle in the left mid tibia using the io driver. He was unable to administer meds through the needle. A femoral cvc had been placed at this time and the pt was successfully resuscitated. Two hours later the rrt manager reported that the needle hub had broken off and they could not get the needle out of the pt with hemostats. They were advised to use vice grips of pliers to twist and pull the needle out. One hour later it was reported that the needle broke off. 1mm of needle was exposed outside the insertion site and hemostat was connected to it for stabilization. It was later reported that an ortho removed the needle and x-ray revealed that the needle had gone across and embedded into the opposite side of the tibia. No pt death or add'l complications were reported.